Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulty and subsequent treatment are likely due to the circumstances of the procedure. In this case, it is likely an interaction with patient anatomy or inability to maintain position/stability (fast pull) of the device during deployment contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Anvisa (brazil) report # (B)(4) received, stating: suture breakage during procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.